Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code 3910-600-060 / batch 74b2001733 that can be related to the failure mode reported by the customer.

Event description:
We recently received three (3) pkg. Reelx stt 5.5mm knotless suture anchor as complaints. The reported complaint states: the anchors slipped out despite professional implantation in the humeral head. The three anchors had pulled out. Damage was noted on the anchors. The patient will need a revision surgery. Date of the revision is unknown. Healing time significantly prolonged.